Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During revision surgery, the doctor attempted to remove the head, but could not take it off. So the stem itself has become loose due to hit the head to remove. Then replace the stem with head. Update: per additional information received, the revision was to remove the insert and cup.

Event description:
During revision surgery, the doctor attempted to remove the head, but could not take it off. So the stem itself has become loose due to hit the head to remove. Then replace the stem with head. Update: per additional information received, the revision was to remove the insert and cup. Update as per request response: revision surgery due to, losing the cup, but no available information of the implanting device.

Manufacturer narrative:
An event regarding loosening involving an unknown cup was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.